Manufacturer narrative:
Concomitant medical products: product ID: 435135, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: 435135, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. (B)(4).

Event description:
It was reported the patient and healthcare professional (hcp) tried to interrogate the device without success. It was reported the receiver was not picking up or recognizing the device. Additional information received reported the patient had a return of prior symptoms including increasing abdominal pain, nausea and vomiting, and heartburn. The patient was scheduled for laparoscopy, egd, replacement of control unit/battery, and placement of a pyloric stent. The battery had depleted. Additional information received reported the battery depletion was considered normal. Additional information received reported the patient went in to the office for a successful interrogation on (B)(6) 2014, in which the patient had symptoms at that time. After that interrogation the patients symptoms failed to improve and on (B)(6) 2014 the patient went back in for another office visit and at that time it was discovered the battery was dead.